Manufacturer narrative:
The pace/deib engine was returned to zoll medical corporation. The customer's report was verified and attributed to faulty integrated circuits on the pace/defib engine board. The pace/defib engine board was scrapped as a result. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.